Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for meniscal fastening, both of the fasteners fired at the same time. The surgeon removed the fixation devices and at this point, for whatever reason, the surgeon chose to perform a partial menisectomy for remedy. The procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Fifty-nine days have passed since this issue was reported to mitek: nothing is being returned for evaluation; a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. We cannot tell anything from this, we cannot discern the root cause or underlying reason for the reported issue. At this point in time, no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.